Manufacturer narrative:
There are no indications of any system or component failure. The surgical intervention was performed to correct malposition of the device from the initial implant procedure. All original components remain implanted and in use with no further complaints.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 with the implantable pulse generator (ipg) being placed in the anterior thigh and the implanted leads targeting the superior genicular nerve. Upon activation of the system, it was found that the communication between the ipg and the exterior therapy discs was only intermittent and not providing consistent therapy. Troubleshooting was performed and ultimately it was determined that the ipg had been implanted beyond the recommended depth for optimal connectivity. On (B)(6) 2024 a surgical revision was performed to move the ipg to a more superficial position to improve connectivity. No implanted components were explanted or replaced during the procedure.